Manufacturer narrative:
Supplemental report submitted as investigation concluded that only the right brake pedal was not functioning. However, the left pedal still functioned and was able to engage/disengage the brakes. The issue of one brake pedal losing functionality is an annoyance issue only, as the user could still utilize the opposite pedal to control brake function. This issue is not likely to cause or contribute to serious injury or death if it were to recur.

Event description:
It was reported via repair work order that the right side brakes would not engage due to a broken brake linkages. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the right side brakes would not engage due to a broken brake linkages. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.